Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. There was no impact to the customer's blood glucose. Reportedly, a third cartridge was loaded successfully and insulin delivery was resumed.